Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had ¿massive neurological pains going down both legs.¿ it was reported that this was caused by the stimulator, which began in (B)(6) 2017 (about two weeks ago). It was reported that the patient had a fall that was related to the issue (fall occurred in (B)(6) 2017). They stated that they had turned their stimulation down to 0.0 amplitude and shut the stimulation off, but they were still feeling sensation down both of their legs. The patient was able to sync with the patient programmer (pp) and the pp showed that stimulation was on. It was confirmed that the patient was able to change the amplitude, groups and /or programs. It was reported that the patient had the amplitude turned down to 0.0 amps, but they were still feeling stimulation. It was reported that the patient turned their stimulation off and they were still feeling stimulation. The patient was redirected to follow-up with their healthcare provider to have their ins and leads checked. The patient reported that they had an appointment scheduled with their doctor for (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient stated they met with manufacturing representative (rep) who adjusted device and the patient thought the pain was taken care of. No further patient symptoms or complications were reported in this event.